Event description:
Additional information was received that surgery occurred on (B)(6) 2021 to implant an scs system to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00148. It was reported that the patient had fell and experienced ineffective therapy. X-ray showed that the left-side lead migrated. Surgery may occur to address the issue. It is unknown which lead is the left-side lead so all suspected leads are being reported.